Event description:
A surgeon reports performing a lens exchange at the patient's insistence less than one month following unilateral intraocular implant surgery. The patient complained of blurry vision that was making her sick. The patient was happy with her outcome following the lens exchange and now has bilateral monofocal lens models implanted.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.